Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that was found broken in the general patient ward. It is unknown when this event occurred. The quality engineer later assigned the determined problem to be the broken pole clamp assembly; this condition had the potential to interrupt delivery. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump that was broken was confirmed by service to more specifically be the broken pole clamp assembly. The cause of the reported condition was not identified. The device was returned to the customer with no repairs made.